Manufacturer narrative:
Complaint # (B)(4) received. Blanket was received and evaluated; a water leak was observed. The customer claimed the patient was left on the blanket for 36 hours and had been marked/cold burned. Maxi-therm lite 876 IFU, 56440-l, warns the following: licensed healthcare practitioner's order is required for temperature setting and for use of therapy. Patients should be checked at least every 20 minutes or as directed by a licensed healthcare practitioner. Higher risk patients: including pediatric, temperature sensitive and operating room patients should be checked more frequently.

Event description:
The customer reported that 2 patients have been left on maxitherm lite blanket for over 36 hours and have been marked/cold burned. No malfunction of the device is alleged.